Event description:
Bard power port with groshong catheter life threatening event. Catheter separation from port slipped into bloodstream and entered my heart. Reason for use: crohn's disease, hypertension, endocrinological orthostasis.